Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer sent in a completely used cassette of the complained lot; unable to test the alleged device.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: hi (>600 mg/dl) and 8.2 mmol/l. No death or serious injury reported. Requested return of suspect device for evaluation.